Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened and the readness indicator was not flashing. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened and the readness indicator was not flashing. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative of the initial medwatch report indicates "stryker evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use." Section h10 and/or h11, additional mfg narrative of the initial medwatch report should indicate "stryker evaluated the customer's device and was able to duplicate and verify the reported issue. After replacing the battery and clearing the event code, proper device operation was observed through functional and performance testing. The device was, subsequently, returned to the customer for use."